Manufacturer narrative:
The insulin pump was monitored for 6 hours with 2.0 basal rate and programed several bolus units. The basal and bolus were properly recorded in pump history file. No basal, bolus or history anomaly noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 448 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.